Manufacturer narrative:
Investigation summary: a review of the device history record revealed the product was released according to all established procedures and qa documentation. The reported device was not returned for evaluation; however, a photograph of the device was provided by the customer. Examination of the photograph confirmed the reported leak between the cross-spike and tubing. An investigation has been initiated for cross-spike leaks in order to determine the root cause of this device failure. This device failure will continue to be monitored and trended.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that during use the enteral feeding set presented filtration (leakage) through the spike connection.